Event description:
While oral care was being rendered to the patient using a toothette suction swab, the patient bit down on the plastic part of the toothette and broke it in half, retaining that piece in his mouth. Numerous, various attempts to remove the (3.5 cm) distal end of the toothette were unsuccessful. The patient had increased dyspnea and a moist cough, but no stridor. The md examined the patient and via direct laryngoscopy visualized the sponge stick piece in the lower hypopharynx overlying the vocal cords, partially obstructing the airway. The piece was removed intact using mcgill forceps and the oropharynx was suctioned thoroughly. Cxr post-event confirmed removal of the foreign body.